Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.6. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg) and leaking was observed.

Manufacturer narrative:
The device was received with the soft cannula fully deployed. The investigation found no damage or defects that would contribute to the cannula failing to insert properly. The cause of the reported event could not be determined. The device was received with the soft cannula fully deployed and no bends, kinks or damages were observed. The pod data shows no evidence of struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event. The investigation found no damages or defects to the fluid path that would result in fluid leaking during wear.